Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what troubleshooting steps were attempted to open the device (red knife reverse switch followed by firing stroke, etc.)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue?

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler was closed on the renal artery for firing and then the device didn't open again. What happened next is currently unknown. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch number: n57787 investigation summary ==> the analysis results showed that one long60a device was returned with no visual non-conformances and loaded with an ecr45w cartridge reload loaded on the device. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.